Event description:
It was reported that pump was alarming and reading no disposable pump, would not run and the alarm could not be cleared. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record (DHR) review could not be completed. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information received on 31-may-2022. No photos are available. Customer does not know the pump model number or serial numbers. The length of the infusion was 46 hours. The total programmed volume 92 ml. The customer does not remember the remaining volume but when the patient came back to have the pump switched, the infusion was close to halfway done. The set flow rate was 48ml over 24 hours. The position of the pump at the time of the alarm is unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was duplicated. Pulled event history log download from unit and found no disposable messages that caused the downstream sensor alarm. The downstream sensor was defective. Downstream sensor was replaced.